Event description:
Pt involved in a road traffic accident three yrs post surgery which broke the sign I. M. Nail in the left femur. Surgery was required to exchange the I. M. Nail. No indication of product defect.